Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose motor support disk.

Event description:
The customer called to report an alarm on the insulin pump. The customer needed to change the infusion set, but he didn't have any left. The customer filled a new reservoir and attached it to the existing infusion set. The customer then primed while being connected to the infusion set, and feels he received 30 units of insulin. The customer advised people at work that they might have to call the paramedics. Advised that the insulin pump would be replaced. It is unk whether or not the paramedics were called. Follow up calls were made, but the customer could not be reached.